Manufacturer narrative:
Other, other text: device evaluation: one level 1 trauma fast flow system was returned for analysis. Visual inspection performed, and product found to be in good condition with no physical damage. Visual inspection and device were fill with water, attach temcheck, f30 filter and power it on. The customer reported issue was confirmed. According to the investigation, during testing the device alarmed right away when started to run. According to the investigation faulty h-31b sensor board caused the reported issue. Investigator replaced faulty h-31b sensor board to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
It was reported the device was giving a "filter clogged" alarm. No patient involved.